Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage. It had charring and localized melting on the yaw pulley. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted general surgical procedure, the fenestrated bipolar forceps instrument had a broken plastic at the top of the jaws. The procedure was completed with no reported injury. Intuitive followed up and confirmed that no piece broke off from the distal end of the instrument.